Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited low sensing amplitudes and high capture thresholds which resulted in loss of capture. The ra lead was confirmed to be dislodged via chest radiography, and the parameters were adjusted. During the procedure to reposition the ra lead, the guidewire could not be advance into the ra lead lumen. Therefore, the ra lead was explanted and replaced. No patient consequences were reported.